Event description:
It was reported by the patient's mother that the patient is having increased seizure duration. It was noted that the patient has been having aeds changes as patient insurance does not cover certain medications. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
The patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received.

Event description:
Per hospital policy, the explanted generator was discarded.

Event description:
It was noted by the neurologist that the change in seizure duration was due to combination of vns low battery and medication changes. Patient has started vimpat and seizures have reduced. No known surgery has occurred to date. No additional relevant information has been received to date.